Event description:
Medtronic received a report that the doctor found the catheter's proximal segment was bent when preparing the flushing so another catheter was used. The reported devices and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was no patient involved in the event. Additional information was received that the damage was found when the operator flushed the catheter. There was no damage or evidence of tampering to device packaging and no issues that resulted in the damage that was found.

Manufacturer narrative:
Product analysis#: 286115919:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) drawing(s) referenced: none, as found condition: the occlusion balloon catheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. Damage location details: no damages were found with the occlusion balloon catheter hub. No bends or kinks were found with the occlusion balloon catheter body. The occlusion balloon catheter was found separated ~152.2cm from the proximal end of the catheter hub. The catheter distal balloon was found separated from the catheter and not returned. Testing/analysis: none, conclusion: possible causes of ¿catheter separation/break¿ include user operational context if user advances or retrieves the device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, fast catheter retrieval technique, or user applies excessive force, thus exceeding tensile strength of tubing material. However, the cause could not be determined as insufficient information was provided. (Rosaj10 2023-03-07). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.